Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Information is sourced from literature. Information is limited on contemporary use and outcomes of embolic protection devices (epds) in saphenous vein graft interventions. Methods and results¿longitudinal cohort formed (2005¿2009; n=49 325) by linking national cardiovascular data registry cathpci registry to medicare claims to examine the association between epd use and both procedural and long-term outcomes among seniors (65+ years), adjusting for clinical factors using propensity and instrumental variable methodologies. Prespecified high-risk subgroups included acute coronary syndrome and de novo or graft body lesions. Epds were used in 21.2% of saphenous vein grafts (median age, 75; 23% women) and were more common in acute coronary syndrome (versus non¿acute coronary syndrome; 22% versus 19%), de novo (versus restenotic; 22% versus 14%), and graft body lesions (versus aortic and distal anastomosis; 24% versus 20% versus 8%, respectively). Epds were associated with a slightly higher incidence of procedural complications, including no reflow (3.9% versus 2.8%; p<(> <<)>0.001), vessel dissection (1.3% versus 1.1%; p=0.05), perforation (0.7% versus 0.4%; p=0.001), and periprocedural myocardial infarction (2.8% versus 1.8%; p<(><<)>0.001). By 3 years, death, myocardial infarction, and repeat revascularization occurred in 25%, 15%, and 30% of cases, respectively. Epd use was associated with a similar adjusted risk of death (propensity score¿matched hazard ratio, 0.96; 95% confidence interval, 0.91¿1.02), myocardial infarction (propensity score¿matched hazard ratio, 1.00; 95% confidence interval, 0.93¿1.09), and repeat revascularization (propensity score¿matched hazard ratio, 1.02; 95% confidence interval, 0.96¿1.08) in the overall cohort and high-risk subgroups. Conclusions¿in this contemporary cohort, epds were used more commonly among patients with high-risk clinical indications, yet there was no evidence of improved acute- or long-term outcomes. Further prospective studies are needed to support routine epd use.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.